Event description:
An initial report was received from a dealer who states, broken brackets, cracked in the same spot on both the right and left side bracket. In speaking to the reporter it was learned the affected part is located in the back where the back folds down to adjust the back cane. No injury occurred.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model ct7a, serial number/date (B)(4) is approximately 1 year old. The owner's manual part number 1167484, rev.a(sep-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.